Manufacturer narrative:
Patient age at time of event: over 18 years old. (B)(4).

Event description:
It was reported there was a torn tip. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and watchman® closure device and delivery system (wds) were in the patient. Prior to deployment of this closure device, the physician decided to re-cross the interatrial septum as the transeptal access was initially positioned too high. The was/wds assembly was removed without issue. Once the was removed, it was noticed the tip was torn; nothing appeared to be detached. A new was and wds were used to successfully complete the procedure. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system (was) with dilator in the access system sheath. Blood was on the device as received. The hub, shaft, and tip were examined. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported there was a torn tip. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and watchman® closure device and delivery system (wds) were in the patient. Prior to deployment of this closure device, the physician decided to re-cross the interatrial septum as the transeptal access was initially positioned too high. The was/wds assembly was removed without issue. Once the was removed, it was noticed the tip was torn; nothing appeared to be detached. A new was and wds were used to successfully complete the procedure. There were no patient complications and the patient's condition is stable.